Event description:
It was reported that all sterilized water was drained to remove the foley catheter after the surgery on march 3, but there was resistance felt and the catheter could not be removed. The doctor managed to remove it, but the balloon part had become a cuff roll. The patient's urethra was bleeding when the catheter was removed, and the patient required medical observation. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. One sample exhibited the reported failure. The device had not met specifications. The reported failure was considered out of specification as the reported failure was reproduced. The product was not used for patient treatment or diagnosis. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and observed no leaks. The balloon rested without leaks and passively deflated in 3 minutes and 44.79 seconds with no issues. However, cuffing noted upon deflation. This is out of specification per inspection procedure which states, " balloon must not cuff after deflation. Attempted to remove syringe from the inflation valve, and the inflation valve disconnected from the catheter. A potential root cause for this failure mode could be balloon material does not shrink quickly enough. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients with known allergy to silver coated catheter.¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that all sterilized water was drained to remove the foley catheter after the surgery on march 3, but there was resistance felt and the catheter could not be removed. The doctor managed to remove it, but the balloon part had become a cuff roll. The patient's urethra was bleeding when the catheter was removed, and the patient required medical observation. No medical intervention was reported. Per sample evaluation from the investigator via email on (B)(6) 022, it was noted that the inflation valve disconnected from the foley catheter upon removal of the syringe.